Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was in an unknown coronary artery. The promus element stent was selected but became 'unraveled'. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was in an unknown coronary artery. The promus element stent was selected but became 'unraveled'. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event; 18 years or older.device is combination product.device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn corrected from unk634 to h7493911338350. Device evaluated by MFR: a visual and microscopic examination identified stent damage. Several rows of struts from the proximal end were bunched together. The stent was severely stretched along its length causing the stent to be pushed out over the tip of the device. The stent had moved distally on the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was not tightly wrapped and was subjected to positive pressure with traces of contrast media present inside. There were traces on blood present on the parts of the stent and inside the inflation lumen. Several kinks were identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The device was returned inside a guide catheter with a 4 french introducer sheath also attached. The device could not be removed from the guide catheter due to the proximal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).